Manufacturer narrative:
(B)(4). Batch # u93z1h. Investigation summary. The analysis results found that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, eight clips were found inside clip track. Possible causes for the condition of the jaw disengaging from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please clarify if the device had a feeding issue? Did device feed clips sideways into the jaws? Did device eject clips that were unformed? Or did the device fire malformed clips? If yes, were the clips not completely closed (clip gap)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clips were falling out of the device. A like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information is available at this time.